Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleep gastrectomy, while the device was being applied to the spleen, by the time the clip was fired, there was too much blood pooled to assess whether or not the clip fired. The surgeon was able to squeeze the handle. It was not controlling the bleeding so the case was converted to open. They used another device to stop bleeding and to complete the case.